Manufacturer narrative:
The return product consisted of a watchman access system (was) device and watchman ® laa closure device & delivery system. The device was bloody, inside and outside. The hub, valve, sheath and tip were microscopic, tactile and visually inspected. Inspection revealed kinks in the sheath located at 8cm and 15 cm from the strain relief and tip damage (delamination, abrasion) with part of the tip ¿indented¿. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the sheath was torn. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system (wds) along with a single curved watchman® access system (was) were used. There was trouble deploying the closure device, so the closure device was removed. The closure device was inspected and re-inserted into the was. However, the physician was unable to retract the was back on the wds. There was too much resistance so closure device could not be deployed. The wds was removed and inspected. Upon inspection they noticed that the tip of the was torn. It was noted that the closure device had not been damaged. The procedure was successfully completed with a new was and wds. The patient remained hospitalized for 2 to 3 days due to a slow continuous bleeding /oozing from the left groin access site. This was the opposite side as the was access site was on the right leg. The physician closed the groin using a figure 8 stitch and held compression. The patient also experienced orthostatic hypotension. No further patient complications were reported and the patient status fine.